Event description:
The issue reported was that the pump battery would not charge, despite attempts to use different wall outlets and adapters. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, confirmed the customer¿s shipping address, and provided instructions for returning the malfunctioning pump. The customer did not disclose the backup therapy they would use while awaiting the replacement.